Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the hm3 system controller was having a problem connecting with the system monitor. Multiple system monitors and patient cables were tried with no success. The customer was advised to replace the controller when safe for the patient. No log files were sent for review.

Event description:
Additional information stated that the patient was hooked up to the power module and was unable to obtain numbers from the controller to the system monitor. It was determined that the controller would need to be changed out. The backup controller was hooked up to the power source and the driveline was removed from the primary controller and placed into the backup controller. Two green illuminated arrows noted that the old controller was placed to sleep and would be returned for evaluation. The communication was immediately restored from the controller to the system monitor with no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was confirmed via functional testing. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days ((B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2021, (B)(6) 2021, (B)(6) 2000 occurred during testing at abbott labs. Events occurring on (B)(6) 2000 were recorded as default dates due to a total loss of power to the controller. The log file did not contain any events that would indicate an issue with the system controller. The driveline was disconnected on (B)(6) 2021 at 12:02:22 for a system controller exchange. Upon connecting the system controller to the system monitor, the reported event was reproduced. The controller was unable to communicate with the system monitor and a not receiving data message was displayed on the monitor. The power cables of the controller were tested for continuity issues and it was found that the orange wire in the white power cable was found be compromised, due to its measurement resulting in an open loop. All other underlying wires fell within their accepted resistance thresholds. The cables had their outer jackets removed to further inspect the underlying wires within them. Upon removal of the jacket and protective shield, the orange wire was found to be broken within the white power cable. The orange wire in the white power cable is responsible for communication between the system monitor and system controller. The power cables were replaced, and the controller was submitted for further testing. With the test cables inserted the controller passed all testing without issue. The controller had no issue communicating with the monitor and was able to support pump function without issue. The root cause for the communication issue was found to be due to damage to the orange wire within the white power cable; however, the root cause for the damage to the wire was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.